Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results before meals ranges from 151 to 170mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined. Verified storage of test strips is not within humidity specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is about four days ago. Recall test results performed before meals from meter memory (time not set correctly): (B)(6); 09:52am - "lo". (B)(6); 09:00am - 157 mg/dl. (B)(6); 09:00am - 154 mg/dl. (B)(6); 09:00am - 165 mg/dl. (B)(6); 09:00am - 157 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had low glucose value.